Event description:
It was reported that during a total lap hysterectomy procedure, the blade tip had broken off. Procedure converted to open to locate blade tip causing the procedure to be extended by 2 hrs. No further pt consequence.